Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter (50522u208) referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed for the leak noted during preparation of the steerable guiding catheter (sgc 50522u208). If this were to recur in the body, there's potential of air embolism. It was reported that during preparation of the steerable guiding catheter (sgc 50506u215), the device was prepared per the instructions for use (IFU); however, after the dilator was inserted, bubbles were seen. The dilatator was advanced a little more, and the fluid column was lost. The preparation of the device was repeated, but the fluid column was lost again; therefore, the device was replaced. The device was not used and there was no patient involvement. A new sgc (50522u208) was used with the previous dilator, and after preparation, the column lost fluid when the dilator was inserted. At this point, it was decided to replace the dilator. A new dilator was used with the same sgc, and the preparation was performed successfully. The mitraclip procedure was then performed without issue. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history, and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported from this lot. Potential causes for steerable guiding catheter leaks were considered, including manufacturing and user technique/procedural conditions. Leaks can be influenced by manufacturing anomalies, such as tears in the valve or missing silicone fluid within the valve chamber. Factors related to procedural conditions/user technique which can influence leaks include, but are not limited to, the steps utilized to de-air the device during guide preparation, loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or not following the procedural steps outlined in the instructions for use (IFU). It is possible that the user technique of de-airing the devices or steps utilized to insert the dilator during device preparation contributed to the reported leak; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.